Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and psychiatric disorder. (B)(4).

Event description:
It was reported that a patient who underwent a breast surgery procedure with mentor medical devices (unknown saline implants date of implant (B)(6) 2006) reported severe fatigue, rashes, auto immune issues, vertigo, dizzy spells, itching skin, stomach issues, neck and back pain, severe depression and suicidal thoughts, vision problems, headaches, nausea, chronic inflammation. As a result, the patient underwent breast implants removal on (B)(6) 2018. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two effected sides.